Event description:
Left side inflation. The implant has taken 26cc's more fluid. The physician is not sure of the cause. Surgery was initially for a possible right side deflation, which was later found intact. F/u finding: add'l event capsular contracture grade I reported on return goods authorization.

Manufacturer narrative:
Medwatch sent to FDA on 22 june 2007. Analysis of the returned implant found it to be intact and functional. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."